Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted in the abdomen on (B)(6) 2016. The patient states she felt light headed and tested her blood sugar, the finger stick reading was 38mg/dl. The patient's husband gave her a glass of orange juice to bring up her sugar levels. The patient stated that her low event was caused by the inaccuracy. At time of contact the patient was great. No additional even or patient information is available.